Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2367 (resume error, critical error found) alarm occurred prior to initial drain of peritoneal dialysis therapy on the homechoice. It was reported that the patient had set-up the device but had fallen asleep before the connect yourself prompt. The patient awoke to the alarm, but did not connect afterwards. There was no patient injury or medical intervention reported. No additional information is available.